Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. A supplemental report will be sent if additional information is received. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a sensor module error. There was no known risks to patients.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).